Manufacturer narrative:
The device was not returned to olympus for inspection, and therefore, reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had the occasional blackout. There was no harm or injury reported.